Event description:
On (B)(6) 2010, pt reported the piston rod was stuck during retraction and the base plate of the piston rod broke off. Pt was completing cartridge change and attempted to insert insulin cartridge. The insulin cartridge would not go in correctly; pt removed the insulin cartridge and the base plate of the piston rod came out. Pt then tried to rewind the piston rod. The infusion device motor was running but the piston rod was not moving. Pt was using correct type of battery that was inserted 3 days prior. Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.